Event description:
Reporter indicated a vns pt cannot tolerate any stimulation due to severe pain in her throat during stimulation. The pt was in a near-fatal car accident in (B) (6) 2009 where she was injured severely and in a coma. The reporter believes the vns lead was damaged as a result of the accident, and may possibly have a short circuit which could be causing the severe pain. X-rays were reviewed by the manufacturer which noted the negative electrode appeared stretched out. No gross lead discontinuities were noted. A sharp angle was noted near the lead bifurcation in the positive lead wire, and the lead area appears to have been pulled interiorly, possibly from seatbelt traction over the area as a result of the car accident. No vns diagnostics were performed after the (B) (6) 2009 accident. Diagnostics are unable to be performed currently due to the pt being unable to tolerate even minimal vns stimulation. The vns has been disabled and lead and generator revision surgery is planned.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead continuities visualized.